Event description:
Ous MDR - after an implantation period of about 44 months, loss of capture episodes were noted. No adverse patient side effects have been reported.

Manufacturer narrative:
The performance of the leads under complaint was scrutinised, including a visual and an electrical inspection. The visual inspection of the selox st 60 and of the selox jt 53 demonstrated that in both cases, the lead¿s distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed revealing no anomalies. As the root cause of the observed damages, traction forces during the surgery should be taken into consideration. Further analysis revealed cuttings in the insulation and deformations of the leads, most likely as a result of the explantation procedure. In the course of the analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, during the electrical analysis of the three leads, the measured values were within the technical specifications.